Event description:
The customer reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was 449 mg/dl. The customer was treated with syringe. The customer stated that the insulin pump is dropped but not damaged. The customer device passed the self test. The customer insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.